Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 1.8 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr #(B)(4) was written for part # 506-03-126, (B)(4) parts were rejected with a nonconformance of "burrs found where thread meets face of head." The disposition was to rework parts. Rework instructions were "(B)(4) screw machine - deburr thread at head.(B)(4) part verification." Ncmr #(B)(4)was written for part # (B)(4), (B)(4) parts were rejected with a nonconformance of "burrs on top thread of screw." The disposition was to rework parts. Rework instruction were "(B)(4) retouch. (B)(4) part verification." A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the device loosening could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the glenoid baseplate loosening, it broke the peripheral screw.